Event description:
(B)(6) clinical study. It was reported that chest pain, nausea, dizziness, shortness of breath, myocardial infarction and stent thrombosis occurred. In (B)(6) 2012, the patient presented due to stable angina and underwent cardiac catheterization which revealed a 3.0 x 6.0 mm, 85% stenosed target lesion located in the proximal left anterior descending (lad) artery. The lesion was treated with direct stent placement using a 3.00 mm x 32 mm ion us coa stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was hospitalized due to recurrent chest pain, nausea, dizziness and shortness of breath and was diagnosed of non st elevation myocardial infarction (stemi). ECG results was also indicative of non q-wave st segment elevation. The patient experienced ischemic symptoms. On the same day, the 100% stent thrombosis of a previously placed study stent located in the proximal lad was treated with balloon angioplasty and placement of an unspecified bare metal stent with 0% residual stenosis. Two days post procedure, the event was considered resolved without residual effects and patient was discharged.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).